Manufacturer narrative:
On 25-sep-2024, bwi received additional information regarding the event. The physician's opinion on the cause of the adverse event was an allergic reaction due to chemicals used to adhere the product to the skin. The patient is suspected to make a full recovery. Furthermore, the product investigation was completed as the complaint device had been discarded. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 18-sep-2024, it was identified that the manufacturing site address was mistakenly documented on the wrong line. (G1. Manufacturer site addr. Street line 2) the address has now been populated on g1 manufacturer site addr. Street line 1). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced allergic skin reaction from the carto® 3 system external reference patches. The allergic skin reaction required medication. Patient had an allergic reaction to all of the patches (ECG reference patches, indifferent electrode, and carto 3 system reference patches). The rash was discovered post procedure. The patient was given hydrocortisone and benadryl. The procedure was completed successfully. The patient was stable.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).